Event description:
It was reported a pt with peripheral vascular disease underwent a bilateral iliac stenting procedure in 2004. A pre-deployment femoral angiogram revealed stents were present bilaterally of the iliac arteries and access was the common femoral artery above the bifurcation of the superficial femoral artery and the femoral profunda artery. An angio-seal device was deployed to close the arteriotomy site. The pt presented eleven days later complaining of right leg pain; swelling was observed. A pelvic angiogram revealed an occlusion in the common femoral artery; however, is uncertain what was occluding the artery; a second view revealed an occlusion in the same area with distal flow. An angioplasty was performed, which successfully opened the site was returned bloodflow. The pt was reported to be recovering and doing well.